Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A mitraclip xtw was implanted at a2/p2 without issue, reducing mr to a grade of 2-3. To further reduce the mr, a mitraclip xt (20725r1095) was used, but while grasping, it was observed the clip would not close past 60 degrees. Troubleshooting was performed but was not successful. The xt clip was removed from the patient. Another mitraclip xt was then used, but after grasping the leaflets, there was inadequate reduction in mr. Therefore, the clip was removed and replaced. A mitraclip xtw (30209r1022) was then used, but difficulties grasping and capturing the leaflets occurred, resulting in tissue damage. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets and unable to capture leaflets were unable to be determined. The reported tissue injury was a cascading event of the difficulty capturing and grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.na